Event description:
Procedure type: appendectomy. According to the reporter: when removing the device from the pt's cavity, a piece of metal was noticed and it had torn the bowel. The area was repaired. No blood loss reported. Delay in operating room was 30 minutes.

Manufacturer narrative:
(B) (4).